Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device could be interrogated and was confirmed to be operating in safety mode. Evidence of memory corruption was also noted; however, telemetry was lost after approximately one minute. Telemetry continued to be unreliable. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified an internal short, which was caused by a tear in the cathode insulating tube. The short caused an increase in power consumption, which resulted in the memory errors identified in the laboratory setting, and the clinically observed reversion to safety mode operation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker entered into safety mode, causing noise over sensing with pacing inhibition. Furthermore, the patient experienced an asystole of more than two seconds and a syncopal episode. The patient experienced a head trauma as a consequence. The pacemaker was recommended to be explanted and has been explanted and returned for analysis at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker entered into safety mode, causing noise over sensing with pacing inhibition. Furthermore, the patient experienced an asystole of more than two seconds and a syncopal episode. The patient experienced a head trauma as a consequence. The pacemaker was recommended to be explanted and has been explanted and returned for analysis at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker entered into safety mode, causing noise over sensing and syncope. The pacemaker was recommended to be explanted but remains in service at this time. No additional adverse patient effects were reported.